Event description:
The customer contact reported a separation; subsequently blood loss was noted. The tubing set was connected to a microclave port and was being used to deliver an unspecified volume of saline. After the delivery was completed, the nurse attempted to remove the male adapter from the microclave port and reported difficulty disconnecting. It was reported that the nurse pulled on the tubing set and the tubing separated from the option-lok male adapter. An unspecified volume of blood loss was noted. The male adapter remained in the microclave port. The male adapter was removed and the nurse reported that the microclave port closed. The tubing set was not replaced. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the rptr upon query by hospira personnel. (B)(4).